Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Device available for evaluation? Yes. Returned to manufacturer on: 05/10/2018. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: one (1) patient interface lot# 60110298 was returned within its original packaging. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed with all results within specification. The reported event of suction loss could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60110298. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during raster pattern. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that one (1) flap/ring procedure was replaced and the surgery was completed successfully with new suction ring assembly. There was no patient injury reported and no surgical intervention was required. This report is two (2) of three (3).